Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the pediatric patient experienced a skin reaction with rash underneath sensor pod only which occurred 2 days after the sensor had been inserted in the arm. The patient experienced severe reactions-significant rashes when she took this sensor off. The parent reported that the patient has experienced a persistent ¿rash¿ since starting the device, describing the skin as looking ¿like it's been burning,¿ with severe itching that can lead to scratching ¿until it's bleeding.¿ the reaction occurs under both the sensor and the adhesive over patch. Due to the ongoing severity, the patient underwent dermatological patch testing involving over 100 different substances. The results showed the patient is allergic to 8 things with 7 found in adhesives. This led the parent to suspect that components of the dexcom adhesive were causing the reactions and prompted requests for detailed ingredient information. After escalation, it was disclosed that the adhesive contains ¿acrylates,¿ which can cause allergic reactions. The parent confirmed the patient is ¿severely allergic to acrylates,¿ identifying this as a likely cause. Although no further details were available. The parent alleged that the adhesive components of the dexcom device and over patch contributed to the patient¿s ongoing skin reactions, which required medical intervention including patch testing and use of alcohol wipe, clobetasol and steroid creams. These treatments don't prevent the reaction and only help after removal. At the time of the report, patient condition was unchanged. No other details were documented. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.